Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing was unable to replicate the reported issue. The aquabeam console functioned as intended. The root cause is undeterminable as the aquabeam console was found to be functioning as intended. A review of the device history record (DHR) ab2000-d / serial number (B)(6) and aquabeam console / lot number 24c02674 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj- um0101 rev. B, states the following: connect the foot pedal to the front of console: connect the foot pedal plug on the front left port. Ensure the connector locks in place. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that waterjet alignment was unable to be completed. Subsequently, the treating surgeon elected to abort aquablation therapy. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.